Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed due to implant fracture.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.